Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. Product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2017-00888.

Event description:
Medtronic received reports of pipeline flex incomplete opening during a procedure. The patient was undergoing treatment for an unruptured, amorphous aneurysm in the left internal carotid artery (ica) above the ophthalmic artery. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. The catheter was flushed during the procedure. It was reported that during the procedure, the pipeline flex was advanced through the catheter with friction. At deployment, the pipeline flex ptfe sleeve was exposed, but the device reportedly could not open at all. The pipeline flex was unable to be pushed forward or resheathed. The system was removed from the patient. Ultimately, the procedure was completed using another manufacturer's device. There were no reports of patient injury in association with this event.